Event description:
There was an allegation of questionable elecsys testosterone ii assay results for 1 patient sample on a cobas 8000 e 801 module. The initial result was 971 ng/dl. The repeated result was 632 ng/dl. The sample was repeated due to the operator observing instrument alarms. The repeated result was obtained on another module and was believed to be correct.

Manufacturer narrative:
The reagent lot number was 79495801 with an expiration date of 30-sep-2025. The calibration and qc were acceptable. Data alarms were noted on 25-jan-2025. The field service representative found misadjusted components. He performed adjustments on the components. He performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.